Manufacturer narrative:
Technician found the head of unit was not raising. Unable to repair on site. Swapped out unit to resolve this issue.

Event description:
Information received that the head of bed will not raise. No injury reported.